Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn:m365sc2317700, model: sc-2218-50, serial: (B)(4), batch: 7078710. Product family: scs-ipg-r: upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 357537.

Event description:
It was reported that had a burning sensation across the thoracic spine and the stimulation was inadequate in the left leg. X-ray showed migration. The patient underwent a system explant procedure. The explanted devices were not returned.